Event description:
It was reported that the ventricular lead appeared to be under sensing at times in bipolar, which caused ventricular pacing. When programmed to unipolar sense, there was no under sensing and there was ventricular sensing with no pacing. The lead was programmed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.